Event description:
It was reported from (B)(6) that the motor device did not function. It was unknown if the device was used in surgery.  It was unknown if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.